Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this right ventricular lead had triggered the lead safety switch (lss) due to out of range impedance measurements. Additionally, threshold measurements were elevated and capture could not be obtained. Therefore, a revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.